Event description:
It was reported that the abutment screw fractured in the patient's mouth.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Event date not provided lot number to device not provided manufacturing date not provided.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: health effect clinical code was added: 4582. H6: investigation type codes were added: 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. One certain® gold-tite® hexed screw, iunihg was not returned for investigation. One unknown 3i implant remains implanted. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review was not completed for the iunihg since the lot number was unknown. A complaint history review by item number (iunihg) dating 12 months from date of notification was performed and revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. However, based on the investigation, risk file review and IFU, the probable cause is due to cross-threading, excessive occlusal forces and over torque. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.